Event description:
This complaint is now reportable based on the analysis completed on 02/05/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The index procedure was treating the mid-rca (right coronary artery) with severe calcification and 95% stenosis. The taxus liberte drug eluting stent system could not cross the lesion.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned for analysis. Visual examination of the returned unit revealed proximal stent damage. Some of the stent struts were raised. Mid stent damage was also found. Some of the struts were bulging outwardly. No kinks or damage were found along the entire length of the hypotube. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The most probable root cause of this event is operational context.